Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient body mass index (bmi) was reported as (B)(6). It is unknown which is the correct bmi. Patient identifier number is (B)(6) this report is for an unknown quantity of unknown cranios product. Part and lot numbers were not provided for reporting. Only a portion of the unknown cranios product was removed during the (B)(6) 2015 revision procedure and, therefore, was not entirely explanted on this date. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Patient code (B)(4) was utilized for revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed a postoperative infection after implantation of unknown cranios product during brain surgery. A (B)(6) female with developmental delay, schizencephaly, seizures, and morbid obesity presented with right-sided clear otorrhea following tympanostomy tube placement for otalgia and aural fullness. Hearing on the affected side revealed a mild mixed loss (pta 32 db) with an air-bone gap of 25 db. Patient had a history of viral meningitis as a child. The otorrhea was positive for beta-2 transferrin. CT temporal bone showed a possible defect in the posterior wall of the right petrous ridge. The patient underwent a right mastoidectomy where two defects were encountered. These were 4 mm and 1 mm in diameter along the posterior fossa plate medial to the sigmoid sinus and posterior to the common crus of the semicircular canals. There were arachnoid granulations and cerebrospinal fluid (csf) leakage coming through these dehiscences. The defects were repaired using a transmastoid extradural intracranial (tmedic) approach with muscle to plug the defects, unknown bone wax to seal the muscle, and unknown bone cement to reinforce the posterior fossa plate on (B)(6) 2015. The decision to use the unknown bone cement was based on finding multiple defects and the relative thinness of the posterior fossa plate after the mastoidectomy. The patient developed postauricular swelling and purulent otorrhea two weeks after surgery despite irrigation of the wound with antibiotic saline at the initial procedure. She was taken back to the operating room where copious pus filled the mastoid and middle ear. The wound was again irrigated with antibiotic saline and the lateral aspect of the bone cement was removed with a curette in case a biofilm had formed. The unknown cranios product was drilled down but not entirely removed on (B)(6) 2015. Cultures showed polymicrobial infection with gram-negative anaerobic flora common to the oral cavity, specifically eikenella corrodens and prevotella species. Patient was placed on 8-weeks of intravenous antibiotic therapy during which her otorrhea resolved. A postoperative lumbar puncture was normal. Upon the one-year follow-up examination, the patient's ear remains dry and there has been no evidence of recurrent infection. This report is for an unknown quantity of unknown cranios product. This report is 1 of 1 for (B)(4).